Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there were two critical software error logs. The rse recommended performing operational checks and leaving the device for one day to monitor for any hardware error logs. The case was closed as the customer was off sick. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device displayed two critical error logs. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.